Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro4.0-11308 (erkoloc-pro) was manufactured from 7/7/19 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device and a tray was returned with original case. The results were summarized below and the pictures were attached. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that the reactions could be caused by mouthwash, toothpaste, or soaking material. Per obtained information, the patient was instructed to clean the device with water. The material of device was confirmed not containing any latex that could potentially allergic to the patient. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Not applicable for this device with the exception of the lot number as the device is made by prescription. Not applicable for this device as the device is made by prescription and is not an implantable device.

Event description:
It is reported that the patient had a reaction while using comfort hard/soft splint. It was reported that the device was received on (B)(6) 2020 and the reaction occurred immediately after the first use. The patient discontinued the use of the device at that time. Once the device was removed, the reaction remained for the next two days, no treatment was required. The patient is no longer using the device. The patient has an allergy to latex and cipro. There are no co-morbidities noted. With regard to the device, the patient was instructed to clean with water. This was not a remake nor were there any adjustments made to the device. The device has been returned.